Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 270 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons were unresponsive. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported to have experienced a high blood glucose running from 270 mg/dl to 412 mg/dl and treated with manual injection and insulin pump. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is not expected to return for analysis.